Event description:
It was reported that the patient would get shocked while eating. The lead was explanted and replaced due to fracture. Additional information was subsequently received in a lawsuit alleging the patient received 22 shocks due to the defective lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient would get shocked while eating. The lead was explanted and replaced due to fracture. Additional information was subsequently received in a lawsuit alleging the patient received 22 shocks due to the defective lead. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination, lead conductor component/subassembly device was out of specification in a manner that relates to event lead(s), fracture of shock, inappropriate defective device.